Event description:
It was reported that the patient with this pacemaker stated their remote communicator displayed a red call doctor icon. Further information was provided that this system exhibited high out of range pace lead impedance measurements on the right ventricular (rv) lead. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that the patient with this pacemaker stated their remote communicator displayed a red call doctor icon. Further information was provided that this system exhibited high out of range pace lead impedance measurements on the right ventricular (rv) lead. The involved lead is a non boston scientific product. No adverse patient effects were reported. At this time, this device system remains in service.